Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation on her back from the lifevest. The patient also confirmed having a nickel allergy. Field services remeasured the patient and provided her with larger garments. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician and was prescribed a cream for the irritation. Follow up indicated that the patient used the prescription cream on the irritation, and it improved.